Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. It was also reported that the insulin gauge was inaccurate. The customer re-loaded both cartridges to resolve the issues. Customer¿s blood glucose level was 140 mg/dl during both events.